Manufacturer narrative:
Continuation of d10: 429888 lead, (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was t-wave oversensing (twos) noted from the right ventricular (rv) lead which resulted in inappropriate high-voltage therapy. There was also a noted lead integrity alert (lia) for high rate non-sustained episodes and elevated sensing integrity counter (sic). The lead was reprogrammed and remains in use. It was also reported that the remote monitoring network report displayed optivol event invalid data and they were unable to provide caller with reports due to reports generation issues. A ticket was created and the issue is under investigation. No further patient complications have been reported as a result of this event.